Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface."

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.